Manufacturer narrative:
A review of the surgical report and drilling protocol indicate the case was properly planned, surgical guide was returned for evaluation and the results of the investigation were inconclusive. The guide sleeve remained in the guide when returned and cement was clearly used in the production process to secure the sleeve to the guide, so it is uncertain how the sleeve came loose during surgery. Without witnessing the procedure, potential causes of failure including misuse of the surgical guide can not be conclusively ruled out.

Event description:
Utilizing surgical guide print003, doctor noticed guide sleeve was loose in the guide which allowed the keys to move around while using the drill. Doctor abandoned surgery after the 2nd drill, grafted patient and patient left without a dental implant. Doctor felt if he had continued with surgery, the neighboring root would have been affected.